Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, customer called in while preparing the system, with no patient in the room, to report a recoverable fault message on arm 1 during startup. Customer had rebooted the system several times before contacting technical support. The technical support engineer (tse) checked the error logs and found related errors indicating a problem with universal surgical manipulator(usm) 1. The tse advised the customer to perform a hard power cycle using the emergency power off (epo) button, but the same result occurred after the restart. The tse suggested that arm 1 could be disabled to prevent further fault messages, allowing the procedure to start with three arms if the surgeon agreed. The customer was familiar with disabling an arm on the system and planned to consult the surgeon about proceeding this way. Later it was confirmed that they were currently proceeding with their first case of the day with 3 arms, but they cancelled the afternoon case. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and the customer reported complaint was confirmed as having occurred in the field and replicated. Remotefe recorded error 32056 coupled with errors 1123 and 1173 pointing to the i2c device. Unit was tested on an in-house system in normal mode where it triggered error 32056. Unit was also tested on a patient side cart fixture test platform (pftp) where it failed automatic gain control (agc) current on the pitch. Aba troubleshooting was performed with gold pitch searchlight single axis (slsa) flat flex cable (ffc) installed and test passed. There were no signs of damage during visual inspection. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis concluded that the pitch slsa ffc was found to be the root cause of the reported event.